Event description:
A member of the hospital staff reported that the articulating vertek arm would no longer tighten. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
No pt present at time of the discovery of alleged malfunction. No part has been received by manufacturer for evaluation.